Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation, during which a device status of eos was displayed. (B)(4). The memory content of the ICD was checked; the available iegms showed interference in the ventricular channel, which led to the large number of charge processes, which were mostly aborted. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's ability to provide therapy was tested in the further course of the analysis. The antibradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was fed in and the device detected the fibrillation signal as expected. Due to the already severely discharged battery, a proper shock could no longer be delivered. The charge drawn from the battery was checked. The battery depletion proved to be according to expectations after 338 charge processes and an assumed operating time of more than 50 months. The analysis did not identify indications of a material defect or mfg error. In particular, the signal sensing of the ICD was normal. In summary, the analysis did not find a mfg error or material defect on either the lead or the ICD.

Event description:
Ous MDR - this system was explanted after about 54 months, due to inappropriate shock deliveries.